Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting loss of sensing and capture and an abnormal increase in lead impedance measurements one day after implant.